Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle detached from the thread before use. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 12 closed samples from our stock for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.55 kgf in average and 1.16 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples received from stock comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.